Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The system was performing as intended and no hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry could not move forward in x-axis it was not possible. The gantry can move a few centimeters foreword but it would get stuck. No patient was present at the time of the event.